Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer resumed insulin therapy to address the issue. The customers blood glucose (bg) was 324 mg/dl.